Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech. Called in with error code 12.224.265 on 8100 unit need assist. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: error code 12.224.265 on 8100 unit has to do with software on unit, want tech. Through steps to reflash software on unit once flash start let tech. But explain to tech. If flash fails then he has a logic board issue which is the main board will have to be replace. Tech. Thank me for my assist. Ref: (B)(4).